Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #accessory lot gg731: the guidewire was returned and analyzed. The lead accessories stylet/guidewire was kinked/buckled. The lead accessories stylet/guidewire had blood. Visual analysis noted there was damaged at implant. The guidewire is bent at various locations, blood/tissue (coded le01ibow) visible throughout. Some force was used to damage the guidewire at various locations. (B)(4).

Event description:
It was reported that during the implant procedure, the guidewire was suspected of a material integrity defect at the proximal end which caused damage to two attempted leads. The guidewire was replaced for the third lead implant attempt. No patient complications have been reported as the result of this event.